Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump won't turn on. The display did not turn back on when plugged into a power source. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.